Event description:
Event description cpi received information that this endotak down-sized lead (0125) was removed from service because the patient was experiencing exit block, and the physician found an insulation defect. The rate sensing portion of the (0125) was capped. The shocking portion remains active. A sweet tip bipolar (fixation) lead (4269) was implanted. The implantable cardioverter defibrillator (ICD) (1810) was explanted and another (1810) implanted. The ICD (ventak av, model 1810) is not FDA approved in the united states and is involved in an advisory.